Event description:
During an arthroscopy of the knee, a piece of meniscus was being removed when the lower jaw of the arthroscopic grasper broke off into the surgical site. Add'l surgery was done to removed the foreign body.